Event description:
It was reported that the atrial lead exhibited greater than 2500 ohms impedance due to fracture. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the suture sleeve had been fixated very tightly, clamping the distal coil. The distal coil became fractured over time, due to fatigue from being exposed to movement while tightly fixated at one point. High impedance was measured as the distal coil was fractured. Distal insulation was also abraded due to fatigue.